Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received inside a carrier tube (hoop) within a coyote product pouch and shelf box that matched the information on the device. There was contrast in the balloon and inflation lumen. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp with no indication of any leaks or other irregularities. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be confirmed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure performed to treat tibial artery stricture, a balloon rupture occurred. Access was obtained at the femoral artery. The 98% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified posterior tibial artery. A 2.0mmx150mmx150cm coyote balloon catheter was advanced to the tibial artery. Upon third inflation at 10 atmospheres, the balloon ruptured. The device was then replaced with a 2mm coyote es and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure performed to treat tibial artery stricture, a balloon rupture occurred. Access was obtained at the femoral artery. The 98% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified posterior tibial artery. A 2.0mmx150mmx150cm coyote balloon catheter was advanced to the tibial artery. Upon third inflation at 10 atmospheres, the balloon ruptured. The device was then replaced with a 2mm coyote es and the procedure was completed. No patient complications were reported and the patient's status was good.